Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The consumer reported that the healthcare provider had trouble with the "wire" during the procedure.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0kk2m, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0kk2m, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A manufacturing representative (rep) reported that the patient currently had 2 deep brain stimulation (dbs) leads in one hemisphere and they were going to add a 3rd and 4th lead in other hemisphere on the day of the report. When they had placed the 3rd lead, the patient showed signs of speech issues that the patient had never had before, so they decided to keep the 3rd lead implanted but not place the 4th lead and then closed up. The 3rd lead was capped with a lead end cap. They were probably going to do a CT scan to check on the patient¿s change in speech status. The change in symptom was considered sudden. It was noted that the patient's relevant medical history includes parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.